Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with a blood glucose reading of 618 mg/dl. It was stated that the customer had been experiencing nausea and vomiting for a couple of days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller did not have supplies to conduct the prime and high pressure tests. The insulin pump passed the self test. Nothing further was reported.